Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, device showing inappropriate therapy delivered for a supraventricular tachycardia which was for ventricular fibrillation zone. Patient was presented to the clinic and was asymptomatic from the inappropriate therapy. Programming changes were made. Patient was stable.